Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No air bubble developed in reservoir or motor error alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose levels ranging from 24mg/dl to 400 mg/dl. The customer was treated for the low blood glucose with food and treated their high blood glucose with insulin shots. The customer was assisted with trouble shooting and found tiny air bubbles in the tubing. The customer mentioned that the insulin pump was exposed in a room with an x-ray machine. The customer was advised to avoid exposure to any strong magnetic fields with their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.